Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of blurry vision approximately one month post lens implant. Reportedly the original surgery was complicated due to vitreous strands noticed and mechanical vitrectomy performed. About four months post implant the surgeon noticed lens dislocation (lens haptic in the anterior chamber). Subsequently the 17.0d posterior chamber lens was removed and replaced with a 14.0d anterior chamber lens, and an intraocular injection was also administered to the patient due to macular edema. The patient¿s prognosis was described as ¿fair.¿

Manufacturer narrative:
The lens was returned to b+l for evaluation. Visual inspection of the returned lens found both haptics bent. No further testing could be performed due to the condition in which the lens was received (bent haptics). The cause of the observed damage could not be determined. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.